Event description:
It was reported that during a routine device change out for normal eri, normal electrical parameters were noted on the lead. When the lead was connected to the new ICD, high impedance was observed even after multiple attempts of reconnecting the lead. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.